Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief following a fall. It was also mentioned that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure wherein an MRI compatible was implanted. The patient was doing well postoperatively. The explanted device was discarded by the facility.